Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the right ventricular lead into the device header. The physician used silicone oil and was able to successfully insert the lead into the header. After the lead was connected, the electrical values were tested and found to be normal. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
.